Manufacturer narrative:
The result of 175.2 mu/l was reported outside the laboratory. Patient sample was returned for investigation. The presence of macrotsh in combination with increased levels of free tsh were found in the patient's samples. The inteference of macrotsh is documented in product labeling.

Event description:
The customer alleged they received a questionable thyrotropin (tsh) result for one patient on their e170 analyzer. The patient's initial tsh result was 175.2 mu/l. The sample was tested using an abbott architect 2000i analyzer and the result was 41.8 mu/l. One of the tsh results was reported outside the laboratory, but it was unclear which result. The patient was treated with l-thyroxine. The patient was not harmed by the actions taken. The tsh reagent lot number was 170369 and the expiration date was not provided. The customer performed a peg precipitation test on the samples. The supernatant liquid was collected and the tsh was measured with an 8% recovery.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.